Manufacturer narrative:
E1: initial reporters facility name; azienda usl toscana nord ovest - ospedale san luca. Initial reporters address: via guglielmo lippi francesconi. One device received for investigation. Customer reported problem duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged downstream occlusion (dso) seal, scratched lens, and damaged remote dose connector. All damaged parts replaced.

Event description:
It was reported that the device does not prime. There was unknown patient involvement.